Manufacturer narrative:
Product analysis result: visual and microscopic examination of the instrument identified shearing of the lead thread, consistent with incomplete engagement of the thread prior to loading. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: extension on previous posterior lumber fusion levels implanted: t10-l5 it was reported that on (B)(6) 2018, intra-op, the tip on the screwdriver shaft broke off when the driver was engaged into the screw. No patient complications were reported.